Manufacturer narrative:
The device was unable to be evaluated on-site by field service. Complainant device evaluation indicated that they considered the leaking from the unit but did not identify source of leaking. Based on the information available and no adverse event patient injury was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact. Currently, the source of the leak has not been identified, but conservatively, this will be reported.